Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 46.6cm was returned for analysis. External insulation abrasion was noted at 39.9-40.7cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was damaged during explant at this location. Externalized conductors due to internal insulation abrasion were noted at 9.2-11.8cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that during a device change-out, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. There were no adverse consequences to the patient.